Event description:
The event is reported as: complaint alleges: "planning on firing capio twice and on the first attempt the surgeon pulled the capio handle out of the vagina and noticed the bullet needle had pulled off the capio suture and the needle was caught in the cage. There was no suture left on the bullet needle - pulled right off the suture. They opened another same and procedure was finished without further complications. Surgeon commented that he had not applied any extra force." Add'l info received: the suture with the detached needle was removed from the pt. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.